Event description:
It was reported, the rigid video scope had a fibre bonding in the outer tube area (distal end) is damaged, cover glass of the insertion section is cracked, and video cable is broken and therefore stripes in image occur. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had a fibre bonding in the outer tube area (distal end) is damaged, cover glass of the insertion section is cracked, and video cable is broken and therefore stripes in image occur. There were no reports of patient harm.